Manufacturer narrative:
(B)(4). E1: initial reporter email address - (B)(6).

Event description:
It was reported that no alert/notification occurred. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No injury or medical intervention was reported.